Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the device was implanted past the use by date. No symptoms or issues have been reported.